Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown synthes universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: briem, d. Et al. (2003), "investigation of the quality of life after dorsoventral stabilization of vertebral body fractures of the thoracolumbar junction," der unfallchirug, vol. 103, pages 625-632 (germany). The aim of this investigation was to study the health-related quality of life after dosrsoventral stabilization of the thoracolumbar junction using the sf-36 health survey. A total of 30 patients were included in the study. 11 patients were not considered so only 19 patients were investigated for this study. They were treated with an internal fixation using an unknown synthes universal spinal system subsequently, anterior arthrodesis was performed in combination with osteosynthesis using an unknown synthes ventrofix. The duration of the follow-up was 2 years. The following complications were reported as follows: (B)(6) male had moderate back pain and hypaesthesia. Pain score was 41. There was no bony fusion. (B)(6) male's pain score was 72. (B)(6) male had mild back pain. Pain score was 41. (B)(6) female had moderate back pain and hypaesthesia. Pain score was 51. (B)(6) female had severe back pain. Local complaint at location of iliac crest: sensitive to weather. Pain score was 84. (B)(6) female had hypaesthesia. Pain score was 100. There was no bony fusion. (B)(6) female had moderate back pain. Pain score was 41 (B)(6) female had moderate back pain and hypaesthesia. Pains core was 22. (B)(6) female had mild back pain. Pain score was 62. (B)(6) female had moderate back pain. Local complaint at location of iliac crest: pain. Pain score was 51. (B)(6) female had mild back pain and hypaesthesia. Pain score was 74. (B)(6) female had mild back pain. Pain score was 22. (B)(6) female had mild back pain. Pain score was 74. (B)(6) male had hypaesthesia. Pain score was 100. (B)(6) male moderate back pain. Pain score was 42. (B)(6) male had mild back pain. Pain score was 100. (B)(6) female had moderate back pain. Pain score was 31. (B)(6) female had hypaesthesia. Pain score was 100. There was no bony fusion. (B)(6) female had mild back pain. Pain score was 74. This complaint involves 38 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 4 separate complaints as listed below: (B)(4). This report is for a (B)(6) female patient experienced hypaesthesia. This report is for an unknown synthes universal spinal system (uss). This report is 3 of 6 for (B)(4).